Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller states a couple months ago a rep went to pt's doctor's office and turned the ins off because it was not helpful for symptoms. Caller doesn't know when the issue started. The caller does not have a t/r head coil so they cannot scan the pt but mentioned that when they tried to connect to the ins today they saw a message with a 'phone'. Troubleshooting advised caller to see the message again, and, while trying to connect to ins, they said it is 'hard to locate' because it is in the pt's hip/buttock area. Upon connecting to the ins with icon, caller saw 'por' message with exclamation (warning) triangle. Troubleshooting reviewed that, per labeling, if this message is seen pt should meet with managing doc.